Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet displayed repeated alert 38 indicating a stalled motor during attempts to rewind for a supply change, resulting in failure to infuse insulin; the device was restarted multiple times without resolution and a replacement was arranged, with guidance provided to shut down the device and use backup therapy. Symptoms included hyperglycemia and nausea, corroborated by both the ilet display and a fingerstick reading. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a communications problem was identified and the issue was consistent with a motor component problem causing failure to deliver insulin. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.